Event description:
Terumo received the reported information. While performing an endovascular treatment, the product did not pass through to the target vessel. After removing it from the body and checking, the product was found to have elongated.

Manufacturer narrative:
D2b: procode: dqo, kra. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E1: initial reporter name: requested, not provided. G4: 510k: n/a. Since the involved device was not returned, it was impossible to analyze. In manufacturing process of our company, we perform visual inspections toward all zizai at packaging. The device history records of the lot 241102750 were reviewed, and no abnormalities were found. Since the involved device was not returned and no abnormalities were found in the investigation, we could not identify the cause of the elongation of product. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. As the product was not returned, analysis of the actual item could not be performed. The shipment approval records were reviewed to assess whether there were any abnormalities in process control. As a result, no abnormalities that could have caused elongation or similar issues were identified. Since the actual item was not available and no abnormalities were identified from the investigation results, the cause could not be determined.